Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient receiving intrathecal baclofen (concentration and dose unknown) via an implanted pump. The baclofen lot number was also unknown. The pump's indication for use (IFU) was listed as intractable spasticity and other spasticity. In (B)(6) 2015, the patient experienced an infection. The pump was "turned off" for a surgery and the intrathecal baclofen therapy (itb) was being replaced by oral baclofen. The patient informed the hcp oral baclofen was not a good replacement for it delivery and instructed the hcps that he should be on intravenous (IV) delivery. The infection was not related to the device. The infection was in the patient's back, but was unrelated to the pump therapy. The patient had surgery on (B)(6) 2015 and the pump was "shut off" at that time. The hcp had limited knowledge of the pump and the patient history so she did not know details. She did not know if the pump had "simply stopped" or if the pump was shut off. They also "discovered something" about the system during the surgery, but did not know what they found to be wrong with the system. The patient outcome was hospitalization. The type, concentration, and dose of baclofen as well as other medications the patient was taking at the time of the event were not reported. It was also unknown what the pump issue was that was discovered during the surgery, what troubleshooting was performed related to the issue, actions/interventions taken to resolve the event, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.